Event description:
It was reported that the patient experienced shocking sensations. Impedances were within normal range. The device was turned off and the sensations ceased. No injury to the patient was reported.

Manufacturer narrative:
.